Manufacturer narrative:
Image review: the patient¿s executive summary was available, which allowed complete anatomical assessment. The patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 74.5 mm with a perimeter derived diameter of 23.7 mm suggesting a 29 mm valve. The left ventricular outflow tract (lvot) tapered to a perimeter of 67.5 mm. It was documented that a complete heart block occurred after valve implantation. Images of the valve implantation were not provided for review. As listed in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 20 millimeter (mm) non-medtronic balloon. The patient developed complete heart block at 100% valve deployment, with valve depth measured at 3mm on the non-coronary cusp and 4mm on the left coronary cusp. The patient, who had started in sinus rhythm, was supported with a temporary pacemaker due to the complete heart block and remained in complete heart block at the end of the case. Mild paravalvular leak was observed on angiography, and a post-dilatation was performed with a 22mm non-medtronic balloon. Following post-dilatation, a trace paravalvular leak with a mean gradient of 10mmhg was measured on transthoracic echocardiogram. The patient was sent to recovery with the temporary pacemaker in place and was to be monitored for potential requirement of a permanent pacemaker. Additional information was received that a permanent pacemaker was not implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013021399); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0013168838); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilation was performed with a 20 millimeter (mm) non-medtronic balloon. The patient developed complete heart block at 100% valve deployment, with valve depth measured at 3mm on the non-coronary cusp and 4mm on the left coronary cusp. The patient, who had started in sinus rhythm, was supported with a temporary pacemaker due to the complete heart block and remained in complete heart block at the end of the case. Mild paravalvular leak was observed on angiography, and a post-dilatation was performed with a 22mm non-medtronic balloon. Following post-dilatation, a trace paravalvular leak with a mean gradient of 10mmhg was measured on transthoracic echocardiogram. The patient was sent to recovery with the temporary pacemaker in place and was to be monitored for potential requirement of a permanent pacemaker.